Manufacturer narrative:
Analysis found that the ins battery was at normal end of life and showed telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a distributer via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported there was a feeling that the battery depletion of the implantable neurostimulator (ins) was fast. The ins was implanted in (B)(6) 2017, but battery replacement became necessary in (B)(6) 2018. Amplitude was 2.4v, pulse width 90 us, impedances 90-1171 ohms, rate 160 hz/pps, bipolar settings with electrode 0 & 1 for the first anode and 2 & 3 for the cathode. Usage was 24 hours a day. It was noted impedance in electrode 1 & 3 was as low as 90 ohms. The device was replaced. The cause of the issue was unknown. The patient was alive without injury at the time of the report. The issue was not resolved at the time of the report.